Manufacturer narrative:
Follow-up submitted to correct result and conclusion codes which previously stated there was no malfunction. Evaluation determined the nurse call cable was cut open and that the jack screws were broken. The patient had staples from a pre-existing injury removed earlier in the day and after the alleged fall, required re-stapling of the pre-existing injury. No other medical intervention was required, and the patient's stay was not extended due to the alleged fall.

Event description:
It was reported via repair work order that a patient allegedly fell out of bed due to the nurse call not working, however, no defect was found. No additional information has been provided pertaining to the alleged fall.

Event description:
It was reported via repair work order that a patient allegedly fell out of bed due to the nurse call not working, however, no defect was found. No additional information has been provided pertaining to the alleged fall.